Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient found raised in the lead connection behind the ear. There was no bruise, no itching and no redness. The patient felt pain when lying and head rotation.